Manufacturer narrative:
The investigation has been completed. Based on the analysis, the pump logs were unable to be reviewed due to a faulty usb connector.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 55 mg/dl and glucose tablets were consumed to address the low bg. The contact reported that the cause of the low bg was due to the pump settings. The contact was reviewing the pump settings with a healthcare provider.